Event description:
Additional information reported the system was not revised, but was instead solely ¿explanted due to lack of efficacy.¿ it was noted that due to insufficient benefit from the device, the patient hadn't charged the device in over a year. The patient reportedly had preferred to have it removed rather than attempt any revision or further reprogramming. The reporting healthcare professional (hcp) sated that there ¿was no ¿issue¿ to resolve.¿ finally, the hcp noted that the patient¿s scs system was not manufactured by this manufacturer. As a result, no further information will be reported regarding this device by this manufacturer.

Event description:
The healthcare professional reported the patient underwent a revision and explant involving their spinal cord stimulation (scs) system. There were no further event details available at the time of initial report; no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.